Manufacturer narrative:
This case, with patient identifier (B)(6) (test strip lot number 497846), is related to case with patient identifier (B)(6) (test strip lot number 497549).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 388 mg/dl, 136 mg/dl, 216 mg/dl, and 155 mg/dl. No adverse event reported. The customer used test strip lot numbers (497549) and (497846). It is unknown which lot number produced which result. Return of the suspect device was requested for evaluation.